Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Review of the stored electrograms revealed alert for high ventricular rate, noise on the ventricular channel. Ventricular noise reversion was noted since (B)(6) 2019. The right ventricular lead was explanted and replaced on (B)(6) 2019. The patient was stable before, during and after the procedure. Related manufacturer reference number: 2017865-2019-11732.